Event description:
My surgeon used the medtronic bone graft which caused me significant pain, and required met to see a doctor frequently after the surgery. I have been in pain ever since medtronics was installed in my lower back. I now have nerve damage and take 1200 mg of gabapentin for pain, I take 4 30 mg pills of oxycodone and 16 mg of dilaudid every day. My right leg freezes up on me when I go to sit down on the toilet; not all the time, but a couple times it was a mess. Got crushed at work; 8 pounds of material fell on me from 15 feet in the air. (B)(6) is running out on me soon. I will have no income, and still in pain. I was in perfect shape when I went to work that day.